Event description:
The following has been reported: one administration set with clogged secondary port were reported by test engineering. A preliminary review of the logs identified the following issue: set-0013 clogged admin set an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Manufacturer narrative:
Section d updated to align with the information listed on gudid.

Event description:
One administration set with clogged secondary port was found from lot 3005684. The secondary port was inspected using a scienscope xt-2000 microscope. The set was inspected and found to have a non-slit valve. This improper valve slitting is a manufacturing assembly error that explains the clogged secondary port.